Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00109; related manufacturer reference number: 3006705815-2020-00110; related manufacturer reference number: 3006705815-2020-00111; related manufacturer reference number: 1627487-2020-00249. It was reported the patient underwent a lead revision procedure on (B)(6) 2019 (reference manufacturer report numbers 3006705815-2019-04630 and 3006705815-2019-04631). Subsequently, an infection was found which was determined to be (B)(6). The patient's spinal cord stimulation (scs) system was explanted on (B)(6) 2019.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.